Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigation is complete.

Event description:
As reported: valve procedure. A percutaneous delivery of suture for closing the common femoral artery and vein access site of patient was used and failed. Operator then used manta as bailout. Post deployment of manta a stent was used to obtain hemostasis. Multiple attempts have been made for further information. No response has been received. As of june 27, 2022.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, following a tavr procedure, a suture-mediated closure system was used for closure and failed. The physician chose to use manta as a bailout. Post manta deployment a stent was placed to achieve hemostasis. It is possible the manta was unable to close the access properly and required stent placement due to the access was first attempted unsuccessfully with a different closure device which likely caused damage to the vessel and would not allow the manta to seat properly. However, after three unsuccessful attempts at obtaining further information for this complaint investigation, no information regarding the initial and deployment procedures, patient conditions or environment, no angiograms or device return, a root cause of the extended hemostasis requiring a covered stent cannot be determined due to the lack of information provided. The IFU warns do not use manta if there has been a femoral artery puncture in same vessel within the prior 30 days, recent femoral artery puncture in same groin that has not healed appropriately, and/or recent (<30 days) vascular closure device placement in same femoral artery. Precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.